Event description:
It was reported an issue with optilene suture. The client reported dissatisfaction with optilene suture material. Sutures tore when knotting. Needles detached from sutures. In isolated cases, deformation or instability of the needle-suture connection. Additional information: the sutures have been used in vascular surgery operations. The user cited carotid surgery as an example. Patient data is not available.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample for analysis. To evaluate the conformity of this unit, we performed the following tests: we have tested the needle attachment strength of the sample received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.44 kgf in average and 0.35 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). We have also tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.73 kgf (ep requirements: 0.31 kgf in average and 0.10 kgf in minimum). As stated in the instructions for use of the product, when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical. Needle attachment strength results conducted on samples before releasing the product were 0.56 kgf in average and 0.50 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Knot pull tensile strength results conducted on samples before releasing the product were 0.84 kgf in average and 0.76 kgf in minimum and fulfilled ep requirements: 0.10 kgf in average and 0.31 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.